Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). On (B)(6) 2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found the sample detector was sticking open. The fse replaced the detector. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause for error 6000 barcode read error and error 6010 cup with no sample was the sample height detector was sticking open.

Event description:
On (B)(6) 2016, a customer reported 6000 barcode read error and error 6010 cup with no sample on the aia-900 instrument. The customer stated that when she initially ran controls, there was no error message. However, the customer was unable to run any cups or tubes at a later time due to the error messages. The customer rebooted the system and the barcodes were in the normal location but the instrument was still displaying the errors. The customer is unable to run patient samples on fsh reproductive hormones. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for fsh. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.